Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) or percutaneous endoscopic gastrostomy (peg) procedure. The procedure date is unknown. It was reported that during tube placement, the nurse was unaware of the missing component on the y-port, upon insertion, the peg tube became obstructed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.